Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint that extension tubing backing off the catheter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz5305 because a valid lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the pressure rated ext,  IV connector, no cl extension tubing separated from the IV catheter hub during use. The following information was provided by the initial reporter: "new IV extension tubing hub backed off IV catheter hub."